Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during the permanent implant procedure, neuromonitoring findings were not able to capture the legs. The physician removed the ipg and lead and closed up. There was no device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7074438.

Event description:
It was reported that during the permanent implant procedure, neuromonitoring findings were not able to capture the legs. The physician removed the ipg and lead and closed up. There was no device malfunction suspected. The patient was doing well postoperatively.